Event description:
It was reported that the user dropped the ilet and the touchscreen fractured, rendering the device unusable, and the serial number provided was (B)(6). Symptoms included no clinical signs, symptoms, or conditions reported by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen on the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.